Manufacturer narrative:
E1 patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient passed out due to low blood glucose level and got hospitalized on (B)(6) 2024 for less than twenty four hours. No further information was available.